Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device was visually inspected and received. The eval determined the device had been dropped and damaged. Several components including the active exhalation control module, blower assembly, interface board and base enclosure were damaged. Device was returned unrepaired per the customer's request.